Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/06/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on (B)(4) 2018. The device was visually inspected, and pass. Performed voltage test and passed. Performed a pairing test with nordic bluetooth device and failed. Transmitter functional tests were unable to be performed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause of the connection loss is a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.